Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified alarm occurred and pumping stopped. There was no reported impact to the user's blood glucose level. Reportedly, the pump was unavailable at the time of the report to troubleshoot. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.